Event description:
The pt had expired suddenly at home of unknown causes. Post mortem interrogation of the ICD showed high pacing lead impedance. Stored electrograms showed that shocks had been delivered since the pt was last seen and that noise was present. Delivery of external defibrillation by paramedics may have damaged the pace/sense lead and/or the ICD. The ICD was explanted but has not been returned to co.